Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. It is reported that a smith and nephew femoral head and ortho development screws were implanted in conjunction with zimmer components during initial surgery. Zimmer has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. No devices or photos were received; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviation or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt dislocated 48 hours after the hip was implanted. The pt was in a spica cast for four weeks and then placed in an abduction brace.